Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lower anterior resection. According to the rptr: after the eea25 was used for anastomoses, a leak test revealed that there was a staple line leak. Also, the device was difficult to remove from the tissue. Two proper donuts formed. There was unanticipated tissue loss and tissue damage as a result of this problem. An add'l anastomosis was performed and a temporary colostomy was created to correct the damage. There was no blood loss of 500cc or more. Surgery time was extended by about 60 mins.